Event description:
A bolus was selected by the user, the screen showed the bolus was being delivered by the screen counting up. However, a bolus was not delivered and not recorded in the bolus history. This resulted in a blood glucose reading of 299.